Event description:
It was reported that the pt was experiencing lack of therapeutic effect from her interstim device. The device "worked for six months and then stopped working". The device has been reprogrammed three times unsuccessfully. The info is being requested from the hcp.